Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the reporter contacted animas alleging that there was an alleged inaccurate delivery issue. There was no allegation of an adverse event with this complaint. The reporter declined to participate in troubleshooting the pump with animas customer support. Therefore no troubleshooting was completed. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 26-feb-2019 with the following findings: a review of the black box showed the data from the date of the complaint was overwritten due to continuous use. The pump passed all required delivery accuracy testing. The alleged inaccurate delivery issue was unable to be duplicated during testing due to the black box being overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.